Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital unrelated to the device. Episodes of non-sustained rv oversensing were observed due to noise. The impedance had intermittently risen but came back down. Noise was not reproducible in the hospital. The lead was capped and replaced. Patient tolerated the procedure well.